Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that low draw occurred at an unspecified time with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "low draw. Blood collection speed is very slow."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that low draw occurred at an unspecified time with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "low draw. Blood collection speed is very slow."